Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Describe event or problem updated device evaluated by MFR.: the device was returned loaded in a rotalink plus. The rotawire was inspected and a kink near the proximal section was observed. The rotalink plus has kinks in the middle of the catheter, it is probable that the wire has kinks in this section too. The spring tip of the wire was found unraveled and broken. The guidewire could not be removed from the rotalink plus due to the kink at the proximal end of the device by the handshake connection and the kinks in the middle of the device. Overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID: 2134265-2016-08457. It was reported that tip detachment occurred. A 330cm rotawire and a 1.25mm rotalink plus were selected for use. During the procedure, the tip of the rotawire was detached and remained in place the intracoronary. The tip was positioned in the necrotic myocardium area. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 330cm rotawire¿ was selected for use. During the procedure, the tip of the rotawire was detached and remained in place the intracoronary. The tip was positioned in the necrotic myocardium area. No further patient complications were reported.